Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received a shock. Upon follow-up, the device showed an error code and was at end of life (eol) with a capacitor charge time of 45.0 seconds. Once explanted, it was noted that the device had a small mark on the back side that was thought to be attributed to a short circuit of some kind. Since the lead measurements were stable, and venography showed a massive occlusion, the physician elected to implant a new device with the chronic leads. Induction testing was performed, and the device delivered a 41 joule shock that successfully converted the rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead remains in service with the new device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.